Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the core power tray assembly. System tested and verified as ready for use. Isi received the unit involved with this complaint and completed the evaluation. Failure analysis (fa) investigation confirmed that the core power tray assembly has been returned and evaluated by the fa team. Fa could not reproduce the reported complaint. A printed circuit assembly (pca) technician was unable to reproduce the failure report by installing this power tray into a pca test system. The unit was run for 10 minutes on a sine cycle, 50 power cycles, and sat idle for five days without any errors. A final system test was rerun before restocking. No image or video was submitted for review. A system log review was performed. Per the review, the following was confirmed: the abdominoperineal resection (apr) was performed by (B)(6) on (B)(6) 2022 on system (B)(4). Refer to appropriate fields within the complaint. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that prior to the start of a da vinci-assisted abdominoperineal resection (apr) surgical procedure, the customer called an intuitive surgical inc. (Isi) technical support engineer (tse) to report that they kept getting non-recoverable 86 faults when the system was powered on. The tse reviewed the system error logs and discovered an 86 power distribution board adc error reported by the ipd in the core. The tse recommended customer hard power cycle the vision side cart (vsc) and customer stated that they had the e-100, erbe, and vsc all in one circuit, so the customer moved the e-100 and erbe power cables to a different wall circuit in the or. Customer powered system back on with no faults. The customer continued with the setup for the case and asked that a field service engineer (fse) to address the issue. The customer called back during the case to report error 86 had recurred. The tse walked customer through a power cycle of system where the error persisted. Customer undocked the patient side cart (psc) from patient and tse walked customer through a hard power cycle of vsc and psc with no change. The tse advised customer they could attempt another hard power cycle or if they have another vsc to swap out where the customer stated they do have other vsc and they will talk to the surgeon about how to proceed with the case and stated they will call back if needed. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer reported that they had to use another vsc due to repeated nonrecoverable faults.